Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer had essure implanted by a physician. No back-up contraception was used after essure insertion and before total occlusion confirmation because the consumer waited to have sex until hsg (hysterosalpingogram) test was performed after the three month period. Since insertion she has had burning where her tubes are, nerve pain shooting down her legs, unexplained sweating and back pain. She has had headaches on a regular basis, which she never used to get. She is exhausted all of the time. She had even developed alopecia since getting essure. She reported at least two chemical pregnancies, not confirmed by a physician. For the first chemical pregnancy, menstrual period had been two days late and she had three positive hme tests in (B)(6) 2012. When she went to the physician, the test was negative by then. For the first chemical pregnancy she had an ultrasound performed which detected no pregnancy. She had two positive home tests in the beginning 2013 for the second chemical pregnancy, but never went to the physician. She just knew she was not pregnant anymore, because of her first experience. She did not remember the exact dates. Essure was removed due to all her symptoms. She had a hsg right before the surgery just to confirm that the devices were in place and they were. Consumer reported as for removal of the essure she had an abdominal incision like a c-section and they went in and unattached her fallopian tubes from the uterus and removed the essures and then reattached the tubes to her uterus, hysterectomy or salpingectomy were not done, she stated she got to keep all her parts. Consumer does not know of pathology results. During surgery, the right essure was in place and there were no seen issues. The left was shown to have perforated the fallopian tube, no organ or intra-abdominal structure was affected. Consumer stated the perforation did not occur during the insertion procedure. The symptoms/pain resolved after surgery, except while she had the essure, she had gained 20 lbs (pounds) and she still has them.